Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced frequent falls and the physician suspected possibly due to the patient's heart condition. Additional information received which indicated that the patient was admitted due to frequent falls and requested the device to be checked. Boston scientific technical services recommended patient to contact following cardiology office to assist patient's inquiry. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced frequent falls, and the physician suspected possibly due to the patient's heart condition. Additional information received which indicated that the patient was admitted due to frequent falls and requested the device to be checked. Boston scientific technical services recommended patient to contact following cardiology office to assist patient's inquiry. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received and indicated that a follow-up call was made to check on patient's status. The latitude data showed recent checked post-event with normal device function with appropriate anti-tachycardia pacing (atp) was delivered for ventricular tachycardia (vt) and successfully terminated the episode.